Event description:
Male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that post aquablation procedure, the patient's foley balloon catheter began turning red in the pacu (per manufacturer's instructions for use, bleeding is a potential perioperative risk of the aquablation procedure). The treating physician performed clot evacuation and replaced the catheter with a new one; however, clots began to form. Due to the patient's clinical history of being on anticoagulant medication, which had been stopped seven (7) days prior the aquablation procedure, the decision was made to take the patient back into the operation room to address the bleeding with cauterization. No clinical sequelae were reported with the patient due to this event. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process.

Manufacturer narrative:
H10 additional manufacturer narrative: the aquabeam robotic system was not returned for investigation of this event. The in-house investigation consisted of a review of the device history record, labeling, and similar complaint review. A review of the device history record (DHR) for ab2000/serial number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and motorpack met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bleeding. A similar complaint review for a 12-month period was conducted, which confirmed a total of five (5) similar events have been reported to procept. A root cause for the reported event could not be determined. The aquabeam robotic system's IFU lists bleeding as a potential risk of the aquablation procedure. Based on the information received, plus a review of the DHR and IFU, the event is considered not to be device-related.. Complaint data is monitored and trended as part of procept's quality management system; shall a trend arise for this failure mode, then further actions will be considered. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.